Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue slim. On (B)(6) 2026, post implantation, the patient reportedly experienced pain associated with suspected subcutaneous leakage in the vicinity of the port body. The port was subsequently removed. The patient's current status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.